Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on (B)(4) 2007. Evaluation summary: failure code 500 was confirmed. Inspection of the device found that this failure code was caused by a defective pump head module on channel a. The pump head module was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA mdq-CAPA-129.

Event description:
During product evaluation, failure code 500 occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.